Event description:
Additional information was received from the manufacturer representative (rep). It was reported that this patient has had a lead replacement of both leads. The rep requested account place in biohazard bag at the end of the procedure to plan to send back.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that all impedances have been resolved after the dual lead replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-may-20: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were getting a message on their controller that said settings not available, cannot provide your desired intensity settings. Patient stated this was 4th time they had gotten this message and the message would go away. The issue began a week ago. Agent walked patient through adjusting stimulation in group a and group b. When patient increased stimulation in group a and b the controller showed settings not available. Agent reviewed meaning of message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2025: patient reported they met with their manufacturer representative (rep) about this issue two weeks ago but now the "settings not available" message came back. (B)(6) 2025: a high impedance was noted on electrodes 0 / 11, 11 measuring 23,500 ohms which was determined as the cause of this error message. The patient¿s device was reprogrammed, avoiding those contacts. It was resolved, however, returned. The patient was brought back yesterday afternoon to re-evaluate impedances, it was discovered that more contacts/electrodes are now affected-involving contact/electrodes 0, 3, 4,10 / 11. The patient¿s ins was reprogrammed again to avoid these contacts in programming. The reports have been shared with the clinic and implanting physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the high impedances was unknown, the impedance was measured at >40000 ohms. After the second reprogram, the patient was advised to contact the representative or hcp if the error message persisted. There had been no additional contact from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 this patient was seen again for reprogramming due to oor error again. Previously electrodes 0,3,4,10, and 11 measured high- on (B)(6) 2025 electrodes 0,9,10,11 measured high and when rep ran another impedance check having the patient make positional changes additionally 15 measured high. Rep reprogramed utilizing contacts that were wnl and reconnected with patient controller to ensure patient was able to make changes to intensity, which was confirmed. Patient also reports some connectivity issues and/or slow connections during charging and making changes with controller.

Manufacturer narrative:
H3: analysis of the lead 977a260 (s/n (B)(6)) identified that conductor 1 was broken 1.3cm from distal end of the lead, conductor 2 was broken 1.9cm from distal end of the lead, conductor 3 was broken 2.6 cm from distal end of the lead, conductor 5 was broken 4.0 cm from distal end of the lead and conductor 7 was broken 5.3 cm from distal end of the lead. Analysis of the lead 977a260 (s/n (B)(6)) identified that conductor 7 was broken 5.4 cm from distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.